Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump was over infusing and making a grinding noise while running. They also stated that the complaint occurred during testing, and had not affected a patient. (B)(4).